Event description:
Information received with return of the explanted device notes that a few days after the patient was sent home from an open heart procedure, he began to feel very tired and weak and almost passed out while using the stairs. The patient's pulse was found to be between 30 and 40 bpm so he was transferred to the hospital. No communication with the device was possible and there was no output or sensing.